Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no similar complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that six weeks following a glaucoma filtration device implantation, a patient experienced increased intraocular pressure. The surgeon performed suture lysis at week three and six following the shunt implantation. The patient also experienced bullous keratopathy three months postoperatively. Two months following the initial shunt implantation, the surgeon performed a bleb detachment, and the shunt was explanted. Additional info has been requested.